Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 1 of 5. Gts had the patient check the lines and bags and found that an unused supply line clamp was open. Gts had the patient cycle power to clear the error and end the therapy. Gts then reviewed proper setup procedures. The patient elected to start over with new supplies. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter?s investigation, the cause of the system error 2240 was due to air being sucked into the disposable after a clamp was left open by the patient on an unused supply line. The lot information was unknown; therefore a batch review was not performed. Review of the labeling reveals the homechoice apd systems at-home guide contains sufficient labeling for the user error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).